Event description:
It was reported via repair work order that the fowler would not lay all the way flat due to bent fowler weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.